Manufacturer narrative:
Device used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. (B)(6). Device history records review was conducted. The report indicates that the: DHR review for: part # 03.010.410 and lot# 9311332 do not match, but it could be...03.010.410 ¿ 9311832, manufacturing location: (B)(4), manufacturing date: 13.feb.2015, no expiry date: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation action was conducted/performed. The report indicates that the: we have received the pfna-blade impactor for investigation, here is the statement: during investigation of the received instrument was observed, that the instrument has a crack at the blue handle as mentioned in the complaint description, furthermore is also visible that a bit of the blue handle is broken off. Also visible at the head on the distal end of the instrument there are strong impact marks visible, as well the welding between the handle and the shaft is broken. A device history record (DHR) review was performed for the affected lot, (B)(4) parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. No nc`s or reworks were detected. This lot was manufactured in february 2015; all devices of this lot are sold. Moreover a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Based on the provided information it is impossible to determine the exact cause for this occurrence, but we assume that either wear and tear from often and hard use and/or that excessive force through hammer-blows, led to this damage. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that this impactor is used to insert the pfna blade by hitting on its extremity. During a surgery,and while inserting the blade, the plastic handle started to crack. No delay to surgery time. No information about patient condition. This complaint involves one part. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Replace with: an investigation summary was performed, and omit: a manufacturing investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.